Event description:
Additionally, hcp reported that early on the month after the month of onset, the patient presented ¿leaching¿ and ¿foreign reaction¿; steroid was administered at the time. A week later ¿judged as inflammation¿, patient was treated with ¿IV anti administration¿. Almost 2 weeks later, the patient presented ¿products/pus¿; patient was treated with ¿ind irritation po anti administration¿ at the time. Antibiotics were given mid the following month, as the patient didn¿t want to dissolve the filler. ¿pus ind¿ occurred by the end of this month. On the following month, the filler was dissolved and ¿closer irritation¿ occurred. On the following month, ¿depression got worse¿. 2 months later, the symptoms repeated. Furthermore, patient reported to be "the only one who's constantly getting an abnormality in [the] skin and is stressed out about getting extra treatment every week. It's the first time in the hospital, so they are having a lot of discussions with it.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported to have injected a patient with 3 cc of juvéderm® voluma® with lidocaine in the buccal area (mouth corner, lat 1.5 cm, above 1.5 cm) and 2 cc in the nlf. The patient was concomitantly injected with botox® in "bmh". Almost 3 weeks later, the patient presented inflammation in the cheeks. The infection at the injection site caused a dimple and scar. "Pus drain¿, ¿irrigation¿, and ¿anti IV injection¿ were given as treatments on the date of onset. These treatments are ongoing. The symptoms were improving by using daily irrigation. Additionally, the hcp reported that about 6 months after the date of onset, "the patient is still not getting better (severe damage to the skin that seems to have punctured) and has recently undergone several skin regeneration treatments and will still be brought to the hospital to help with the symptoms".